Event description:
A customer reported that on (B)(6) 2011 the coulter lh 500 hematology analyzer was the source of a burning type odor at the time the odor was perceived the instrument's radio frequency card was overloaded. There was no report of smoke, flames, arcing or shock. The fire department was not notified and the use of a fire extinguisher was not required. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. Using appropriate protective equipment the customer, guided via beckman coulter inc. Personnel, checked the instrument's diluter module for leaks. None were identified.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the rf detector preamp card. The fse verified the repair per established procedures, and the instrument was returned into service. The root cause was attributed to an overloaded rf detector preamp card.